Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the neurovascular treatment procedure was completed without delay after deleting older patient data. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the image disks. The fse replaced two image disks, recreated the image store and returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that exposure was not possible due to the image disk being full. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.